Event description:
New bottle of integrilin started at 12cc/hr (100cc bottle) approximately three hours prior to the bottle being empty. Integrilin bottle was empty with pump still running. Pump removed from service immediately.